Event description:
It was reported that the taperloc packaging had a hole, resulting in a potential breach of product sterility. No impact or harm reported. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.